Event description:
This event was reported via a journal article. Study population consisted of 336 patients with 368 des treated lesions. Patients received a follow-up optical coherence tomography (oct) without any intervention. Oct based neointima was categorized as homogeneous (n=227 lesions in 208 patients), heterogeneous (n=79 lesions in 73 patients) or layered (n=62 lesions in 55 patients). Major adverse events were assessed according to neointimal patterns during long term clinical follow-up after oct examination. Patients were treated with 86 sirolimus eluting stents, 39 paclitaxel eluting stents and 147 zotarolimus eluting stents (including endeavor sprint <(>&<)> endeavor resolute) and 62 everolimus eluting stents. It is reported that the a mi occurred after follow-up oct.

Manufacturer narrative:
(B)(4). Evaluation: results (root cause of the event could not be determined); inherent risk of procedure (mi); (no results available since no evaluation performed) - device or procedural images not provided for review; (none) ¿ device not returned for evaluation conclusion: inherent risk of procedure (mi); unable to confirm complaint (device not returned); other (root cause of the event could not be determined). Literature reference: long term outcomes of neointimal hyperplasia without neoatherosclerosis after des implantation. Print issn 1936-878x h t t p : / / d x . D o I . O r g / 1 0. 1 0 1 6 / j . J c m g . 2 0 1 4 . 0 5 . 00 4 received: march 31 2014 revised manuscript received may 12 2014 accepted may 15 2014. Date article was accepted.